Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cystectomy, two similar devices jaws were lock on ligaments. Other problem were tissue cutting. Replaced with third new similar device and it worked fine which completed the procedure.

Event description:
According to the reporter, during a cystectomy, the devices had locked and could not be opened anymore in quick succession. The devices had issues with cutting the tissue as well. Another device was opened from another lot number to finish the case.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects, except for a lot of eschar on the jaws. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The jaws opened and closed normally using the handle. Additional functional testing was performed on simulated tissue. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seals were satisfactory and end tones were heard each time indicating completed cycles. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states to keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cystectomy, two devices had locked and could not be opened on coagulated tissues which stuck in this one at the end of two. Tissues inside the jaws were not particularly in significant thicknesses at the time of use, but it was nevertheless the bladder fins laterally in the pelvis. Another device was opened from another lot number to finish the case. There was no patient injury.